Event description:
It was reported that during a lap appendectomy procedure, the resident found the device to be difficult to fire on the first firing, but it did cut and form staples. The resident also found the second firing to be difficult. The surgeon then attempted to fire the device and the reload fell apart in the patient's abdomen. All the pieces were retrieved from the patient. Surgery was prolonged fifteen minutes. Another device was opened and used to complete the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.